Event description:
During an attempt to deploy a stent in the middle cerebral artery (mca), it was reported that the subject guidewire "potentially perforated the mca". The patient had presented and was being treated for a stenosis of the mca. The patient suffered a subarachnoid hemorrhage and was reported to be in the neuro intensive care.

Manufacturer narrative:
Device: for no allegation of device malfunction or non conformance. A ship history review was performed and three possible batches were identified that have been supplied to the facility in the last three years prior to the event date. A device history record review was performed on all three batches and confirmed that these batches all met the material, assembly and performance specifications. The device was not returned for evaluation. A review of the labeling includes the reported event as a known potential procedural complication: "potential adverse events associated with endovascular procedures (including guide wire usage in the neuro and peripheral vasculature) include but are not limited to: aneurysm rupture; access site complications including infection, hematoma and nerve injury; cerebral ischemia; death; embolism (catheter/device, air bubble, plaque, thrombus or char); intracerebral/intracranial hemorrhage; pseudoaneurysm; seizure; stroke; transient ischemia attack; vasospasm; and vessel perforation, dissection, trauma or damage." Based on all available information it was determined that the most probable cause for the reported vessel perforation was operational context.